Manufacturer narrative:
Correction: the correct catalog number is 92127; not 92130 as previously reported. This report is filed january 30, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was treated with augmentin for 7 days (specific dates not reported) subsequent to experiencing a loss of abutment. The fixture remains insitu.